Manufacturer narrative:
The cause of the incident is unknown at the time of this report. Affected ez-blocker was sent to external laboratory for disinfection. The investigation will follow up after the sample return. DHR of complaint lot 600831 (and related catheter lots) were reviewed, no deviation was found in the records. All catheters passed 100% in process leak testing and a qc aql sample leak testing. (B)(4) production personnel was advised about the complaint during production meeting. No remedial actions were initiated at the time of this report.

Event description:
First, the patient was intubated with a slt. After that the ez blocker has been prepared for insertion. After positioning, the first balloon deflated directly after inflation. The ez-blocker was turned around 180 degrees in order switch the balloons from position. The second balloon also deflated directly after inflation. The ez-blocker had been removed and was checked to see if there was any damage. The user find out (holding the device in the water) that there was a leakage around the gray y and yellow tube of the ez-blocker. The cuff balloons should be checked for any leakage and asymmetry prior to use according to the IFU. The cuff balloons unfortunately have not been checked prior to use in this case.